Manufacturer narrative:
On may 18, 2023, mentor completed a visual inspection, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the saline breast implant was found to have 4 tears (a, c, d, and e) on the anterior view, measuring approximately 5.9 cm, 1.1 cm, 0.4 cm and 0.7 cm, other tear (b) was observed extending to the posterior to the anterior view, measuring approximately 3.5 cm and other observed on the posterior view, measuring approximately 0.8 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year-old caucasian female patient who underwent breast implant surgery with unspecified mentor saline breast implants experienced a spontaneous deflation of the right implant in (B)(6) 2021. Due to a significant size difference, the left intact implant was punctured and aspirate by physician. It was also reported that the patient developed late onset seroma in both breasts, the seroma fluid was aspirated and sent for cytopathology. The pathology report specimens negative for malignant cells. It was also reported that the implant capsules were very firm and had extensive sharp, hard plaques on the insides, that was assessed as capsular contracture formation of an unspecified baker grade. As a result, the patient underwent bilateral explantation on (B)(6) 2023. The year of implant was provided as an approximation. As such, january 01,1998 has been populated. This report is for the left implant. Refer to manufacturing report number 1645337-2023-02817 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, late onset seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 20, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).